Event description:
Pop off valve on anesthesia machine not working properly. Occurred during case in operating room; no loss of oxygen to patient; no decrease in 02 saturation. The unit would not switch from beg to vent mode. Ge rep onsite found aux 02 fail alarms in logs; unable to duplicate lag/vent switch failure; replaced scgo as a preventative measure.